Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported damage. The noted damage is consistent with device wear out due to normal intended use and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Additional information received states that the part of the instrument broke was the femoral trial where the box connects to the anterior cortex of the instrument. It did not break into two or more pieces but it cracked making sharp edges that could easily cut through a glove or skin.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 6 attune ps trial cracked and broke upon inserting into femur for trialing. No delay to surgery.